Event description:
Reportable based on the device analysis completed on 1 oct 2024. It was reported that balloon pinhole at the distal markerband occurred. The 75% stenosed target lesion was located in the moderately tortuous vessel. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. During the procedure, initial inflation pressure didn't change. The deflator indicated the balloon caused the issue. Instead of rupturing, pressure leakage seems to be the problem. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure. However, product analysis revealed pinhole located approximately at the distal markerband.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A functional test identified a balloon pinhole located approximately at the distal markerband. The balloon could not be inflated due to the balloon pinhole. The rated burst pressure for this balloon is 15 atmospheres as per specification. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Markerbands were undamaged in the correct position on the device.